Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that a ventilator failure occurred during operation. Manual ventilation was still possible. No injury reported.

Manufacturer narrative:
For the investigation the log file was analyzed and the described ventilation failure could be confirmed. It was found that the device forced a shutdown of automatic ventilation due to a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. To prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Also in the particular case. The device behaved as specified and reacted with a visual and acoustic alarm. The user ended the ventilation by using the manual ventilation mode as described. The motor replaced on site has been in operation since 2014 and was sent in for investigation. A hardware failure could not be found. Thus, it was concluded that most likely, foreign objects in the light barrier or a contaminated encoder disc was disturbing the correct detection of the motor position and led in consequence to the reported symptom. Both components have already been replaced by exchanging the motor. Dräger finally concludes that the device behaved as specified upon the detected issue; no patient consequences have been reported. The replacement has already solved the problem. After replacement and testing, the device was returned back to use, and no further problems have been reported. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that a ventilator failure occurred during operation. Manual ventilation was still possible. No injury reported.